Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had experienced high blood glucose and blank display. The customer¿s blood glucose level was 270 mg/dl and 400 mg/dl. Customer stated that they had an issue during the night had the same problem a few years ago woke up and the pump was blank and changed the battery and it came back up. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.